Event description:
During preoperative testing of the anesthesia machine, the customer reportedly noted there were no audible alarms. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.